Manufacturer narrative:
Block h6: imdrf device code a050702 captures the reportable event of unable to cut.

Event description:
It was reported to boston scientific corporation that a captivator small oval stiff snare was used during a polypectomy procedure performed on (B)(6) 2023. During procedure, the clinical team made no cuts or incisions on the polyps and later tried to troubleshoot the device, but their efforts to restore its functionality were unsuccessful. The procedure was completed with a similar captivator medium oval stiff snare. It was not reported if there were no patient complications reported as a result of this event.